Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin (ox) mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos combo type 21 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Additionally, account reported that oxacillin resistance was confirmed by a reference laboratory. Results were reported. No report of injuries associated with the susceptible result being obtained.

Manufacturer narrative:
Evaluation codes: method; routine monitoring of complaint history and performance trends to ensure performance is within claims. Results -clinical isolate received from the customer. Testing and evaluation are being performed. Conclusions - in house testing confirmed oxacillin susceptible result. The cause for the false susceptible result is unk.